Event description:
The unit displayed the message. "Check electrodes" without giving a voice message. The unit did not function to deliver a shock. Manual CPR was performed. No patient information is available. The electrodes used at the scene were not saved, but there was an unopened pair of electrodes in the pouch labeled for expiration 2004-6 and lot 920792.